Manufacturer narrative:
Device was not returned for evaluation.

Event description:
There was an old spectrometer stem and reflection cup in. It was reported that due to wear, the head liner was exchanged and changed from a 28 head and liner to a 32 head and liner.